Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a f/u report detailing the results of the eval.

Event description:
A report was received that stated the pt was receiving an infusion via an implantable portal access system. The suspect medical device was to be utilized as the needle. While attempting to insert the cannula of the needle into the portal of the access system, the clinician encountered difficulty. The reporter described the incident as "attempting to access IV ad, needle device sprang out, needle not locking into place and out of nurse's hand." As a result, it was not fully captured in the safety device and was exposed. No needlestick took place. There was no pt or clinician injury.